Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device came apart - connector sleeve, device was worn out and corroded as well as the bearings. It was also noted that the connector was loose and the locking mechanism was worn out. It was further noted that the device failed pre-test for loctite and cable assessment, handpiece temperature assessment and noise assessment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.